Event description:
Patient called to report a product issue with his abbot freestyle libre 2 meter system and sensor. Patient stated he gets very inaccurate, much higher readings with the libre system. Patient stated he has used 3 different systems to check his actual blood glucose against what his libre system is telling him and with each system the numbers were way off. Patient stated he is concerned that because of these inaccurate, high readings he could give himself more insulin than needed.